Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the device is not charging the batteries and that a power failure is constantly displayed.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. A detailed investigation was performed by an expert from the technical service: the investigation confirmed the issue reported by the customer and the failure was reproduced by the technician. The dc connection worked and the batteries were charged, but the ac connection did not recognize the mains plug and therefore did not charge the batteries. The root cause of the malfunction was a defective power supply. The replacement of the power supply solved the issue and no further problems related to the device were reported. This incident happened while a patient was connected to the device. In a worst case the loss of external power could lead to a deterioration of the state of health of the patient. This was not the case here but the incident remains reportable.

Event description:
The event description according to the customer is as follows: the device is not charging the batteries and that a power failure is constantly displayed.